Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that six inappropriate shocks were delivered to patient due to "faulty lead". During device change out, patient indicated they "cut into my lung" and "lung deflated". It was reported that the right ventricular lead had fractured. The right ventricular lead was explanted and replaced. The device was explanted and replaced with upgraded crt-d device. No further patient complications have been reported as a result of this event.